Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx, indicating a faulty ECG cable. The device use is unknown at the time of the event, however, there was reportedly no patient harm. The complaint was escalated for technical investigation, which confirmed the reported problem as a faulty ECG cable, specifically the ECG trunk cable. The fse replaced the defective ECG trunk cable to resolve the issue. Based on the available information and testing conducted, the confirmed cause of the reported problem was a defective ECG trunk cable. The fse replaced the defective ECG trunk cable to resolve the issue. The investigation concludes that no further action is currently required. If additional information is received, the complaint file will be reopened.

Event description:
It was reported to philips that the ECG cable is faulty. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.